Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat#502-11-56f ; lot# 42116501; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mlma0t; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mlmtha; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 41802201; size 7 accolade ii 132 deg; cat# 6720-0737; lot# 41589102. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not available.

Event description:
It was reported that a stage 1 revision was performed on patient's right hip due to infection (infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism not identified). Patient's entire hip construct was removed and a spacer placed. Rep reported that x-rays, medical records, and additional information are not available.